Manufacturer narrative:
(B)(4). Patient's exact age is unknown; however it was reported that the patient was over the age of 18. (B)(4) first flange of stent failed to expand. The complainant indicated that the device has been disposed of and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was to be implanted in a trans-duodenal position during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the physician attempted to deploy the first flange of the stent, but the flange failed to fully expand. The physician then attempted to deploy the second flange, and the stent fully deployed and fell into the patient's stomach. The stent was removed from the patient and a second hot axios stent was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition was reported to be stable.